Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional testing was performed on the returned instrument. The procedure logs were reviewed and confirmed a partial fire occurred with a white reload after the user interface was used to select the white reload color. The firing completed to 37%. On the following 3 installs, the stapler failed to initialize with the system. Parameters of the errors indicated that high drivetrain friction was detected. The initialization and firing failures were not replicated through in-house testing. The instrument was re-installed on an in-house system and initialized without error. The instrument was moved through yaw, pitch, and roll appropriately. There was no lack of roll motion once the instrument was initialized and engaged with the system. The instrument was then removed and the jaws were inspected. No damage was observed to any distal or back-end components. The driver was extended and retracted manually with no excess friction felt. The jaws sprung open when manually closed. All welds appeared intact and there were no loose or lodged components. The probable root cause of the initialization and firing failures observed in the field could not be determined. The reported failures were not reproducible during failure analysis testing, and no contributing findings were identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 30 stapler instrument malfunctioned and unable to recognize load once in patient, did not rotate properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler instrument to perform failure analysis. The instrument was found to have failed during initialization based on log review. Review of the logs found that the instrument generated three error messages. The instrument was installed on an in-house system with an in-house reload. The instrument passed initialization tests and the jaws opened and closed properly. The instrument move intuitively with full range of motion. The reload was fired onto a test sheet with no issues.

Event description:
Refer to h11 for follow-up information.